Manufacturer narrative:
(B)(4). Batch # n9372e. Did the clip fall off of the vessel after applied? No. Or did the unfired clip just fall out of the device jaws? Yes. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an endoscopic lobectomy procedure, after a fourth good firing, the fifth clip fell off and was retrieved by the surgeon. Another like product was used to complete the procedure. There were no adverse consequences for the patient reported.